Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to the bile duct to treat cholangitis during a biliary endoscopy with stent placement procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange did not open. The device was removed partially deployed on the delivery system and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.